Manufacturer narrative:
The device presumably remains in-situ and is therefore not available for evaluation. Additional information, including device identifiers, have been requested. Microstent malposition and iris-microstent touch are listed in the instructions for use as potential adverse events. Manufacturer reference #: (B)(4).

Event description:
A patient with moderate primary open angle glaucoma underwent cataract surgery with hydrus microstent implantation on (B)(6) 2022 . Intraoperatively, the device appeared to be in good position but at 1-day postoperative exam it was noted that the device was not properly positioned and is in contact with the iris tissue. The patient had no symptoms of pain and iop was 9 mmhg on baseline cosopt medication.